Event description:
Consumer was given the incorrect blood glucose strips at a local pharmacy. The pharmacy where they purchased the glucose test strips had both the units for international use and those for domestic use. The glucose strip used for international reads in moles per deciliter and are not to be sold in the u.s. The domestic use glucose test strips reads in mg per deciliter. Using the incorrect test stips gave an erroneous reading, making consumer think they had a very high glucose level. When the glucose level is very high, consumer is instructed to take an amaryl tablet, which lowers the glucose level. Since the international strips read higher numbers than domestic glucose strips. They took several amaryl tablets before they realized the problem with the test strips. As they had normal glucose level, they said they thought they were going to die but they did not go to a doctor. Consumer no longer has the product box but has the two remaining test strips in the tube the product strips came in. There are normally two tubes in a box of product. The consumer no longer has the box the product came in but has one of the tubes that was inside the box. Co said that the problem is under investigation as this is a "grey market" product.